Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t3. The reported blade was returned to verathon for evaluation. A verathon technical service representative connected the returned blade to a test monitor, where they were able to duplicate the reported issue. Upon review of the device history for the serial number (B)(4) , it was determined that the device was manufactured on 01/16/2015 and the one (1) year warranty period has expired. As there are no repairs available for the blade and the customer received a replacement, the blade was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, there was an intermittent image. An unspecified back-up blade was used during the event. No harm to the patient or user was reported.